Event description:
It was reported that the patient presented for an implant procedure. During the pre- discharge check, it was noted that the right atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information noted the right atrial lead dislodged into the ventricle and was sensing r-waves. It was also noted the lead exhibited a greater than double decreased from the baseline impedance. The lead dislodgement was confirmed via chest x-ray and fluoroscopy.